Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Patient reported leaking from mini spike. Unknown if patient missed dose or has device on hand. No further information provided.